Event description:
Implanted by surgeon a in 2005 in a different state. In may 2005 noticed swelling in ankle. In june 2005 felt pain. Went to surgeon b. Surgeon noted on x-ray that implant had dislodged. Implant removed 05. Pt spends 40 hours a week standing on concrete or climbing ladders to move stock from overhead storage racks. Surgeon b's office stated that they feel the initial implant size selected was not correct and does not wish to lodge a complaint. Note: pt received bilateral (erich foot) implants in 2004. Left foot was fine. Only had problem with right foot.